Manufacturer narrative:
(B)(4). The customer reported the device was discarded. An investigation could not be performed. Reporter indicated that the device was discarded. The cause of the reported problem is unk.

Event description:
Customer reported the tubing separated just above the fitment causing leaking of IV fluid. No pt harm reported. Despite being requested, no further pt / event info was made available.